Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump shuts off without alarms. The customer stated that the issue occurs even after replacing the batteries with new ones. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they experienced low and high blood glucose levels but failed to provide their blood glucose values at the time of the incidents. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.